Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a revision procedure due to failed hip arthroplasty. Blood test results revealed that the patient had elevated metal ions - 6.1 mcg/l cobalt whole blood (high), and 1.3 mcg/l chromium whole blood (slightly elevated). The patient had developed pain. Preop x-rays suggested acetabular asymmetry indicative of poly wear. Trunnionosis was noted during the revision procedure. All zimmer biomet components were replaced with competitor's products. No other findings/complications related to the event were noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified signs of being implanted worn / foreign material for the head the complaint is confirmed based on the returned devices and medical records. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris¿. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer item #00620005420 shell porous with holes 54 mm o.d. Lot #61008558. Zimmer item #00771300900 modular femoral stem press-fit plasma sprayed cementless size lot #961332923. Zimmer item #00625006520 bone scr 6.5x20 self-tap lot #61307746. Zimmer item #00625006525 bone scr 6.5x25 self-tap lot #61357462. Zimmer item #00625006525 bone scr 6.5x25 self-tap lot #61357451. The device will not be returned for analysis due to the location of the device is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00454. 0001822565 ¿ 2020 - 00405.

Event description:
It was reported by the patient¿s legal counsel the patient underwent right total hip arthroplasty. Legal counsel further reports patient underwent a revision procedure approximately 9 years later due pain, elevated metal ions, and trunnionosis. It was noted the liner was worn. All implants were removed and replaced with competitor product. No further event information available at the time of this report.